Event description:
It is reported that the pt was revised due to dislocation of the glenosphere.

Manufacturer narrative:
Eval summary: it has been reported that approx 9 days after implantation the pt was revised due to the glenosphere disassociating from the base plate. The glenosphere and poly liner were replaced. The glenosphere and liner were disposed of at the hosp and no photographs have been received therefore a condition of the components is unk. No other complaints of any type have been received for the reported lots. No post operative x-rays were supplied to confirm initial placement. With the available info an exact cause for the disassociation cannot be determined at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the products failed to meet specs.